Event description:
The patient reported frayed and exposed wires with sparking at the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection revealed the power supply cable was frayed and wires were exposed. No fraying or exposed wires were found on the power extension cable as initially reported or the power cord. The backplate of the device was removed and a standard power supply was connected to the unit. The unit was powered on with no issues observed. Root cause: defective cable. Root cause of sparks being produced when the unit was powered on concluded to be the returned power supply. The power supply was not used for testing due to safety protocol; however, it is likely that the open wires caused the frayed cable to spark prior to the customer complaint. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. This event does not fall under fa-q323-hf-4.